Event description:
It was reported that the user experienced hypoglycemia with a reported blood glucose of 62 mg/dl and low-glucose time noted, with no clear cause identified. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose. Investigation included case intake and planned follow-up for potential escalation to the clinical team. Investigation of this case revealed no identified device malfunction or component issue based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.